Event description:
It was reported that after announcing a meal with a glucose value near the low end of the normal range, the user experienced hypoglycemia, with a blood glucose of 55 mg/dl confirmed on dexcom g7 cgm sensor. Remote troubleshooting with the user included review of device use, education, and user retraining. Investigation of this case revealed incorrect timing of meal announcement relative to glucose level and the need for refresher training on pump use. No symptoms associated with hypoglycemia. Outcomes included recovery to normal range after self-treatment. It was concluded that user-related factors contributed to the post-meal hypoglycemia and that education and proper use addressed the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.